Event description:
It was reported that the readings froze. The product was evaluated. An external visual inspection was performed and passed. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).